Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00396.

Event description:
The user facility opened the packaging and took out the device and noticed that anchor and suture were missing. The device wasn't used. There was no patient involved. This happened a second time. After that manual compression was done. Patient has been treated as intended. There was no significant loss of blood and no significant delay of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 8 fr angioseal device was returned for product evaluation. The returned device included the header bag, arteriotomy locator and hemostasis sheath. The temperature dot indicator was triggered and there was blood-like substances on the returned device. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The anchor was observed to be within the hemostasis sheath. There were no other visual anomalies observed. Functional testing was conducted on the returned device. The locking mechanism was reset to forward lock position and the anchor was observed to release. The device cap was pulled back set the locking mechanism to rear lock position and the anchor was observed to become posted on the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture released. The tamper tube did not release. No other functional anomalies were observed. The hemostasis sheath was unmated from the carrier tube assembly. The carrier tube assembly was then cut to check for the presence of the tamper tube. The tamper tube was found and dried blood-like substances were observed to be on the tamper tube and inner lumen of the carrier tube assembly. Measurements were taken of the tamper tube od and the carrier tube ID. The tamper tube od was measured to be 0.079" which is within specification of 0.081" +0.000/-0.005". The carrier tube ID was measured to be 0.090" which is within specification of 0.0085" +/-0.005". The complaint could be confirmed for a device pullout. The exact root cause could not be determined. The likely root cause is not placing the device in full forward lock position or an obstruction to the anchor posting. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).